Event description:
On (B)(6) 2013 the distributor contacted animas stating that the pump was replaced for frequent occlusion alarms, and noted that the patient went to the diabetes educator to assess sites, sets, and cartridges, and the patient does not believe the pump is working as it should. There was no indication that the device caused or contributed to an adverse event. Frequent occlusion alarms are not likely to cause an adverse event because the pump alarms to alert the user of an issue. This complaint is being reported due to the allegation that the pump was not working as expected.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed record of an occlusion alarm on (B)(4) 2013. Review of the alarm history revealed several occlusion alarms. On testing, the pump powered on normally. The display was noted to be dim. A test display was attached to the pump and illuminated properly without discoloration. The pump was exercised for 24 hours and found to be operating within specifications without occlusion alarms. The force sensor calibration was evaluated and found to be out of specifications. The pump was opened for investigation and did not reveal any evidence of defect, damage or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).